Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a hysteroscopy procedure, the electrode loop broke and fell into the patient's uterine cavity. It was not located or retrieved intraoperatively and an x-ray was ordered to determine whether the broken electrode loop remained within the patient¿s body. Additional information was received and confirmed that the broken electrode piece remained in the patient's uterine cavity. The patient subsequently developed an infection that required surgical intervention. The patient underwent a laparoscopy with adhesiolysis, abscess drainage, and irrigation/lavage. A suction curettage procedure and retrieval of the broken electrode loop piece is planned for a later date. The patient's current status is reported as stable and no further reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.